Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated their patient was at the target temperature of 33.5c. The water temperature suddenly dropped, and the patient temperature dropped down to 33c. The patient temperature had slowly started to come up and was now 33.2c. Nurse was wondering what may have caused the patient temperature to drop. Confirmed they did receive a few alarms. Walked nurse to accessing the event log, shows alarm 11 (patient temperature 1 below low patient alert), 15 (unable to obtain a stable patient temperature), and 50 (patient temperature 1 erratic). Explained those were erratic patient temperature alarms. The device recognized a sudden and significant change in patient temperature that may have not been an accurate reading. Nurse confirmed the temperature probe was still in place. The graph did show a sudden spike in patient temperature and drop in water temperature. Explained the device likely started reading the patient temperature really warm and began making cold water which caused the patients actual temperature to drop. The device recognized the sudden increase in patient temperature may not be an accurate reading which triggered the alarms. Informed nurse these alarms could be due to a short in the temperature probe or the cable. They would recommend replacing one to see if that fixes the issue and if not, replace the other. Nurse confirmed they will exchange the probe to see if that fixes the issue. Encouraged nurse to call back with any issues.

Event description:
It was reported that the nurse stated their patient was at the target temperature of 33.5c. The water temperature suddenly dropped, and the patient temperature dropped down to 33c. The patient temperature had slowly started to come up and was now 33.2c. Nurse was wondering what may have caused the patient temperature to drop. Confirmed they did receive a few alarms. Walked nurse to accessing the event log, shows alarm 11(patient temperature 1 below low patient alert), 15(unable to obtain a stable patient temperature), and 50(patient temperature 1 erratic). Explained those were erratic patient temperature alarms. The device recognized a sudden and significant change in patient temperature that may have not been an accurate reading. Nurse confirmed the temperature probe was still in place. The graph did show a sudden spike in patient temperature and drop in water temperature. Explained the device likely started reading the patient temperature really warm and began making cold water which caused the patients actual temperature to drop. The device recognized the sudden increase in patient temperature may not be an accurate reading which triggered the alarms. Informed nurse these alarms could be due to a short in the temperature probe or the cable. They would recommend replacing one to see if that fixes the issue and if not, replace the other. Nurse confirmed they will exchange the probe to see if that fixes the issue. Encouraged nurse to call back with any issues. Per follow up information received via phone on 13may2025, spoke with nurse, who stated they had replaced the rectal probe, and this did not fix the issue. The biomed came to the unit and replaced the cable, which had been zip-tied to the device. Once replaced, patient temperature stabilized, and therapy completed. Stated the cable looked like it had been bent in half. Cable had been disposed of.

Manufacturer narrative:
The device was not returned. The reported event was confirmed. A root cause failed temperature cable. The patient temperature had slowly started to come up and was now 33.2c. Nurse was wondering what may have caused the patient temperature to drop. Confirmed they did receive a few alarms. Walked nurse to accessing the event log, shows alarm 11(patient temperature 1 below low patient alert), 15(unable to obtain a stable patient temperature), and 50(patient temperature 1 erratic). Explained those were erratic patient temperature alarms. The device recognized a sudden and significant change in patient temperature that may have not been an accurate reading. Nurse confirmed the temperature probe was still in place. The graph did show a sudden spike in patient temperature and drop in water temperature. Explained the device likely started reading the patient temperature really warm and began making cold water which caused the patients actual temperature to drop. The device recognized the sudden increase in patient temperature may not be an accurate reading which triggered the alarms. Informed nurse these alarms could be due to a short in the temperature probe or the cable. They would recommend replacing one to see if that fixes the issue and if not, replace the other. Nurse confirmed they will exchange the probe to see if that fixes the issue. Encouraged nurse to call back with any issues. Per follow up information received via phone on 13may2025, spoke with nurse, who stated they had replaced the rectal probe, and this did not fix the issue. The biomed came to the unit and replaced the cable, which had been zip-tied to the device. Once replaced, patient temperature stabilized, and therapy completed. Stated the cable looked like it had been bent in half. Cable had been disposed of. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: b, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.